Event description:
It was reported that after the conclusion of a surgical procedure, a cut was discovered in the hose portion of the pneumatic drill. No oil leakage from the device was reported. There was no pt involvement associated with this event. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.